Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately two weeks after initial implant placement. Bone quality around the area was between type 2 and type 3, and oral hygiene around the implant was good. Patient required a second surgical intervention.